Event description:
It was reported that when the devices were used during a low anterior resection, the anvil would not stay in place. Surgeon did not fire either devices. Due to anatomy of pt surgeon decided to perform a temporary reversible colostomy.